Event description:
During a normal device replacement procedure, low pacing impedance was observed on the right atrial (ra) lead. Lead insulation damage was suspected. No intervention was performed. The patient was stable and will continue being monitored.